Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) to report that the onetouch verio iq meter is reverting into the setup mode. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with self adjusting insulin. The product was being used for the first time and was reverting into the setup mode on (B)(6) 2013. The patient managed his diabetes with more food and drink. He reportedly took water before taking insulin at the time of concern. On the following day, the patient subsequently had a blood glucose reading above 500 mg/dl and took 20 units of humalog insulin. The patient reportedly did not develop any symptoms. During troubleshooting, the reported issue was not resolved with training. There was no product misuse. This complaint is being reported because the patient have blood glucose above 500 mg/dl one day after she had issue with meter reverting to the setup mode during blood glucose testing. The meter was replaced and requested to back for investigation.